Manufacturer narrative:
H.6 investigation summary material #: 367960. Lot/batch #: 2321410. Bd had not received samples, but 10 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was not observed, however tray pack residue was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tray pack residue based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes styrofoam was discovered on top of tube and caused multiple clogs of the sample probes. There was no report of patient impact. The following information was provided by the initial reporter: customer state this styrofoam particles have caused multiple clogs of their dxh sample probes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes styrofoam was discovered on top of tube and caused multiple clogs of the sample probes. There was no report of patient impact. The following information was provided by the initial reporter: customer state this styrofoam particles have caused multiple clogs of their dxh sample probes.